Manufacturer narrative:
This report is for one unknown compression wire/unknown lot. Part number family 03.211.410 - 03.211.440 provided; it is unknown which part specifically was the complained part. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that one of the compression wires broke below the olive during removal of the wires. The patient has hard bone. During compression, the wire was bent at the stress riser point between the olive and the threaded portion, and then during removal, the motion of the wire being spun in a different angle may have caused additional stress on the wire. This report is for one unknown compression wire. This is report 1 of 1 for (B)(4).